Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced an antenna failure with the recharger antenna, as indicated by error code 375 on the recharger screen. The patient was charging the implant overnight and observed unusual icons, including a phone and a doctor's head, along with the error code. The recharger charged for a period before turning off, and the patient representative planned to check the patient programmer to determine if the device shut off due to a full charge. The patient has a wireless recharger that has not been used in several years and has a history of being wheelchair bound. A message was sent to the repair department to replace the recharger antenna, and expedited shipping was arranged for the replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 37791, lot# serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.